Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test with values of 24. 58, 25. 00, and 23. 98 psi (pounds per square inch) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: during evaluation for the customer reported issue the device was sent for downstream occlusion detection and was able to properly detect downstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.